Manufacturer narrative:
Technician found the unit in repair shop. Found the siderail would not latch due to bent tubing. Replaced siderail end tube to resolve this issue.

Event description:
Info received that the siderail would not latch. No injury alleged.